Event description:
It was reported that two o-rings were on the pneumatic tap. The customer was able to remove the o-rings from the pump and successfully loaded a new cartridge and resumed insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.